Manufacturer narrative:
Please note: during integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result this event is being filed beyond the 30 day FDA requirement. (B)(4). During the use of a 5f mynxgrip vascular closure device, it was reported that the peg does not deploy from the white straw. It sticks inside the straw causing the failure. There was no patient injury reported. It was noted that this is not a case of inexperience. Several 5f mynx failures have been noted in the past few months. Additional information received indicated that the failure involves the mynx sticking to the straw after deployment. The mynx never actually comes out of the black casing. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department the failure reported as ¿failure to deploy¿ was not confirmed since the device was not returned and a physical investigation could not be performed. The exact cause of the reported failure experienced by the customer could not be determined. As per the instructions for use, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
It was reported that while using a 5f mynxgrip vasclar closure device (vcd), that after the shuttling down to the sheath and retracting, the advancer tube was not visible. There was no reported patient injury. The product is not available for analysis. The deployment could not be achieved. Manual compression was applied after removing the mynx device. The operator did not advance the shuttle far into the sheath.